Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 2hr xylene standard" protocol comprising (B)(6) cassettes, which started in retort a at 18:44pm on (B)(6) 2020 and completed at 03:00am on (B)(6) 2020. No error code(s) was recorded during execution of this protocol. The "factory 2hr xylene standard" protocol, which is of 2 hours and 12 minutes duration, has been validated for use in this laboratory; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to use of this protocol. The discrepancy between the measured and calculated ethanol concentration in bottles (B)(6) (ethanol) did not either cause or contribute to the sub-optimal tissue processing reported, because the reagent in these bottles was used for the first, second, third and fourth dehydration steps respectively of the "factory 2hr xylene standard" protocol started in retort a at 18:44pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort a at 18:44pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the discrepancy between the measured and calculated ethanol concentration in bottles (B)(6) (ethanol) could not be unequivocally determined from the information available. However, contributing factors may include a carryover setting higher than that required for the tissue type(s) and size(s) being processed. Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from the "2 hour" protocol; and the tissue type and size of the affected tissue samples were "gi biopsies [sic], liver" and "1-3mm x 1-3mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed, as the manufacturer recommendations indicate that the "factory 2hr xylene standard" protocol protocol with a duration of approximately 2 hours is not appropriate for processing gi biopsies [sic], liver" samples with tissue size of "1-3mm x 1-3mm".

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris ii rapid tissue processor serial number: (B)(4), were "dry and brittle". The assigned leica application specialist-core histology (fss) further documented the following information reported by the complainant: "ethanol concentrations were higher than software in some bottles, however were still within range for good processing. Customer reported chatter at microtomy, but noted that pathologist observed issue with the staining that indicated a possible problem with their stainer as well." On (B)(6) 2020, the complainant measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer and provided this information to the fss. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles (B)(6), in which the measured ethanol concentration was 70%, 92%, 98% and 99% respectively and the calculated ethanaol concentration was 58%, 83%, 92% and 95% respectively. On 31 december 2020, the fss visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "customer was advised how to adjust concentrations in software for bottles, (B)(6) and the carryover value for the 2hr run was lowered from 75 to 50 in an effort to adjust to proper carryover customer reported on (B)(6) 2021 that all runs since that time including another 2hr biopsy run were all fine and the tissue was processed correctly. A log review didn't show any errors and the instrument appears to be functioning as expected. There was one 1401 error (bottle removed for 0ms) present for bottle (B)(6) cleaning xylene and the station was reset. This would have no effect on processing in this instance and customer will be advised to change cleaning xylene to ensure purity. Because instrument was functioning as expected, no processing interruptions or errors observed, and future runs were unaffected, the likely cause was the small size of the tissue. Unrelated staining issue could have compounded the final outcome observed by pathologists. Customer will be advised to be mindful of tissue size and to monitor ethanol concentrations to ensure carryover adjustment is appropriate." The fss documented that the tissue samples exhibiting sub-optimal processing were derived from the "2 hour" protocol executed in retort a comprising (B)(6) cassettes, which started at 19:44:58pm on (B)(6) 2020 and completed at 03:02:19am on (B)(6) 2020. The tissue type and size of the affected samples were detailed as: "gi biopsies [sic], liver" and "1-3mm x 1-3mm" respectively. On 31 december 2020, the assigned leica application specialist - core histology received information that all cases involved in this event were diagnosable.